Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "when checking the injector, the [hcp] found that the blue push rod had resistance, so the [hcp] stopped using it. After replacing the injector with a new one, the operation was successfully completed." No patient contact made.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage/ defects were observed to the injector. To evaluate device functionality, the injector was tested for actuation. During functional testing, the slider knob was able to slide the full distance of the travel length in each of the three bevel selector positions. Slider knob resistance was not observed as the slider knob was advanced. The pusher rod which pushes the gel stent out of the needle performed correctly, and the needle moved in tandem with the slider knob. The needle was fully extended as the slider knob was at the start position, and the needle retracted properly as the slider knob was advanced to the end of the travel distance. Clicks were heard. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions without any resistance; therefore, the expected condition was met. The slider knob was able to slide the full distance of the travel length of each of the three bevel selector positions, the reported complaint of slider resistance is not confirmed since no slider knob resistance was observed during functional testing.

Event description:
Healthcare professional reported a xen®45 gts event described as "when checking the injector, the [hcp] found that the blue push rod had resistance, so the [hcp] stopped using it. After replacing the injector with a new one, the operation was successfully completed." No patient contact made.